Event description:
In 2007, the lay-user/patient contacted lifescan at 8:18 am alleging that she could not test her blood glucose with a one touch ultramini meter. The patient was pressing buttons and getting into the memory prior to attempting a blood glucose test. The patient indicated that the alleged meter issue started on the same day, at 4:30 am. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. After the meter issue began, the patient reportedly developed symptoms of shakiness. The patient was able to test her blood glucose with a backup meter and got a result of "240 mg/dl." However, it is not known what time the result of "240 mg/dl" was obtained and if the patient was symptomatic when she got the reading. The patient denied receiving medical intervention. The alleged meter issue was resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.